Event description:
The customer reported that the collimator iris coned down to minimum size and system had to be re-booted to correct. The case was completed successfully without further incident as well as the rest of the scheduled patients. The customer also advised that the system had a fast stop message and that the fast stop button had not been pushed.

Manufacturer narrative:
The ge service rep found a rev 01, the backplane pcb was installed and he could not adjust the ps2 power supply to correct values and cooling fan turning on and off by itself. He replaced the gib pcb, generator backplane pcb, ps1, ps2 power supplies, and power supply cooling fan. The system performs as intended.